Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
The surgeon reported that he recently performed a contoured anterolateral distal tibial plate to a pilon fracture and that measuring directly after drill, the screws in the distal part of the tibia were in excess of a centimetre too long. These all had to be removed and replaced after using the direct measuring guide. The customer further reported that there are two sets of screw in guides and drills which are approximately 15 millimetres different in length and both marked with orange bands. The customer is concerned that with two different drills and drill guides it is possible for them to be mixed up and in this instance has wasted a number of screws, in addition to risking neurovascular structures by the implantation of screws that are too long.